Event description:
It was reported to MFR that a customer had a problem with the mahurkar 11.5fr short term catheter. The customer's report of the incident "patient with renal disease, had implanted dialysis catheter in 2007. The next month, patient went out of her room and was found collapsed on the floor and required CPR. In spite of CPR being performed, the patient expired. During CPR it was noticed that the blue extension was missing from the catheter. It was later found by the patient's bedside.

Manufacturer narrative:
The customer reports a representative sample will be returned for evaluation. A detailed investigation is currently underway. Results will be forwarded upon completion.